Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the insulin pump may have been exposed to sweat. Blood glucose level was 114 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received without the original belt clip. The test belt clip fit and locked properly and no damage was noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.